Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they were trying to reach someone to set up a meeting with the manufacturer¿s representative (rep) at the doctor¿s office because their device ¿wasn¿t working quite right.¿ no interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.